Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ 3-way stopcock blood backflow occurred. There was no report of patient impact. The following information was provided by the initial reporter: perfused patient found in his blood following the unscrewing of the cap of the infusion tap. What about the quality of the screw thread of the infusion tap cap? Current patient status: deglobulation of the patient (hb-2g/dl) in 2 hours actions taken in the healthcare establishment for the management of the patient: removal of the device and preservation of the dm involved if additional analysis is needed.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
Date of occurrence: (B)(6) 2023 description of the incident : perfused patient found in his blood following the unscrewing of the cap of the infusion tap. What about the quality of the screw thread of the infusion tap cap? Current patient status: deglobulation of the patient (hb-2g/dl) in 2 hours actions taken in the healthcare establishment for the management of the patient: removal of the device and preservation of the dm involved if additional analysis is needed.